Event description:
The distributor reported that the patient had hyperglycemia with ketoacidosis. When the pump was reviewed the date and time were set correctly. The basal settings were correct and it was confirmed that the basal program was correct for the patient. All advanced settings were also reportedly correctly programmed. Per the pump history the pump delivered as programmed. This complaint is being reported because the patient had hyperglycemia with ketoacidosis and it is uncertain whether the patient was using the pump therefore due to lack of evidence the pump may have been a factor in the patient's injury.

Manufacturer narrative:
The distributor was able to follow up on the event and provided additional detail to animas on (B)(4). The distributor stated the patient was hospitalized for hyperglycemia and dka however there is no evidence that the pump was implicated. The user asked the pump to be troubleshot. The patient is (B)(6) and has been on pump therapy since 2001. The patient uses humalog insulin and has a temp basal rate. He/she replaces the infusion set every three days and takes blood glucose readings four times a day. On (B)(6), 2011 the patient's blood glucose level was reportedly 200 mg/dl in the morning. He programmed and delivered a correction bolus but his blood glucose level reportedly did not decrease. The patient then started to feel weak and nauseated. That evening the patient called emergency services who drove the patient to the hospital due to dehydration. At the hospital the patient's blood glucose level was over 300 mg/dl.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates from (B)(6) 2011 to end of pump use on (B)(6) 2011. There were no alarms noted in black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No insulin delivery defects were found with the pump during investigation. Unrelated to the complaint, evaluation revealed a faded discolored display screen and missing piston cap from the cartridge compartment, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.